Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: date of this report.

Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was kinked in multiple locations throughout its length. The smart coil embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusion: evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. This damage may have occurred due to forceful manipulation of the smart coil during positioning within patient anatomy. The microcatheter kickback, as well as the attempts to re-insert the smart coil into the microcatheter, may have further contributed to the observed embolization coil damage. The offset coil winds prevented the smart coil from advancing into a demonstration microcatheter during functional analysis. The kinks observed throughout the pusher assembly may have occurred due to forceful manipulation of the smart coil during positioning within patient anatomy. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the right internal carotid-anterior choroidal artery (ic-acha) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached two smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil into the aneurysm, the microcatheter kicked back when the smart coil was about two centimeters away from the vessel; therefore, the smart coil was removed, rinsed in a saline bath and saved for later use. The physician then used a non-penumbra guidewire to reposition the microcatheter into the target vessel. However, while attempting to advance the smart coil out of its introducer sheath and into the microcatheter, the physician experienced resistance and the smart coil would not advance. Therefore, the smart coil was removed and the procedure was completed using another smart coil, two non-penumbra coils and the same microcatheter. There was report of an adverse effect to the patient.